Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent total vaginal hysterectomy, and cystocele repair due to uterine prolapse, cystocele, rectocele, sui, pelvic and back pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.